Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event and product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that shaft break occurred. An 8.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. However, when attempting to remove the device, it was noted that the shaft broke. The broken pieces of the shaft were removed, and the procedure was completed with this device. There were no patient complications as a result of this event.